Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the chronic total occlusion located from the proximal to distal right coronary artery (rca). Pre-dilation was performed with a 2.5x10mm non-bsc balloon. The lesion was difficult to cross, so a buddy wire technique was used. Next four promus element stents [2.5x28mm, 3.0x28mm, 3.0x24mm, 3.0x12mm] were advanced and deployed from the distal to the proximal rca. After the stents were implanted, severe resistance was met upon removing a non-bsc guide wire. The physician then used a non-bsc guide catheter to help remove the guide wire. After the guide wire was removed, it was noted that the 3.0x28mm promus element stent implanted 2nd from the distal was elongated under angiography. After positioning another guide wire, a 2.0x15mm non-bsc balloon was advanced for treatment but could not cross the lesion. The physician then manipulated the guide wire and advanced a 1.0mm non-bsc balloon successfully and subsequent ballooning was performed with a larger balloon. Finally an overlapping 3.0x28mm promus element stent was advanced and deployed to complete the procedure. No further patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).